Manufacturer narrative:
(B)(4) complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date, a follow-up report will be submitted with investigation results.

Event description:
It was reported that "products with crease marks or folds in their physical appearance inside the original packaging." This was found prior to use. There was no patient involvement.

Event description:
It was reported that "products with crease marks or folds in their physical appearance inside the original packaging." This was found prior to use. There was no patient involvement.

Manufacturer narrative:
(B)(4).